Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #3008114965-2018-00594. Additional patient information and event details have been requested but have not yet been received. Initial reporter information has been requested, but has not yet been received. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that difficulty was experienced withdrawing an envoy da (67125805db/e11625) through the sheath.

Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR report. Updating manufacture and expiration dates. 09/30/2020. 10/10/2017.

Manufacturer narrative:
Product complaint # (B)(4). This final MDR will be the only report submitted for MFR report #. Conclusion: the device was returned in its packaging tube, but without any other packaging or labeling. The device and packaging tube have been kinked together. The orange flex tip is compressed and flattened where it exits the packaging tube. The distal tip is crimped. An attempt was made to remove the device from the packaging tube. The device was successfully removed from the packaging tube. There is blood on the outside of the catheter. Aside from the kinks associated with the kinks in the packaging tube, there is a kink in the shaft of the catheter approximately 27 cm from the proximal end. There are 3 compressions in the orange flex tip, and approximately 3 cm of the distal end of the orange flex tip is flattened. Advancement and withdrawal through a sheath cannot be tested because of the kinks in the catheter shaft. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint of withdrawal difficulty through a sheath cannot be confirmed. Kinks in the packaging tube and catheter suggest that the device was folded, possibly in the process of storing and/or returning the device. The kinks in the catheter violate the integrity of the catheter shaft, which would affect the ability of the catheter to pass through a sheath. A kink was found in the shaft of the catheter, and the orange flex tip was found to be compressed and flattened. The specifications of the sheath were not identified, and the sheath was not returned. It is possible that damage to the catheter shaft or orange flex tip could impair the ability of the catheter to pass smoothly through a sheath. However, without the return of the sheath or its specifications the cause of the reported event cannot be identified. 100% of devices are inspected in process for damage, including kinks. In addition, 100% of devices are inspected for visible damage, including kinks, after pouching. Thus, it is very unlikely that the observed damage to the catheter shaft and orange flex tip were present when the device left the manufacturing facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This follow-up MDR will be the only report submitted for MFR report #3008114965-2018-00594. This report is being submitted to capture the device receipt date of april 25, 2018. The device has been received, however, analysis has not yet been completed. Additional information will be reported within 30 days of receipt.